Event description:
A consumer implanted for other non-malignant pain reported a year ago their pain was manageable so they stopped using the device. The last time the consumer recharged or felt stimulation was about one year ago. Recently the consumer started to get worse so they wanted to use the stimulator but were unable to connect using the recharger or patient programmer (pp), were experiencing difficulty charging, and an overdischarge was suspected. As a result the surgeon was going to replace the implantable neurostimulator (ins).

Event description:
Additional information received from the patient reported that the implantable neurostimulator was replaced two weeks prior to the report of the additional information. The implantable neurostimulator failed 8-9 months prior to the report. The patient couldn¿t charge it and couldn¿t connect with it. The implantable neurostimulator completely died. Before the replacement surgery, they couldn¿t get any reading. The patient inquired if he could use his old equipment with the new sensor and was getting a screen that it was not compatible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.